Event description:
The customer reported that the doppler velocity measurements are consistently 20-30% higher than other vendors. All pts scanned with a doppler velocity measurements are perceived to have a higher reading than what it should actually be. The sonographer got abnormal values from a scan she had done on a pt's carotid arteries. She then scanned her own arteries and found abnormally high values were given. She called the hp clinical specialist who forwarded the message to several hp people. Doppler values are used to diagnose stenosis of vessels scanned. If values are abnormally high, a pt could be sent to have a more invasive procedure to verify things.